Manufacturer narrative:
The technical investigation did not reveal a design issue. The accessory holder is permanently attached to the lower defining head for the 3-d mlc/optifocus. Only the accessories (e.g. Wedges) are removable. If an accessory is not properly locked, it may slip out during gantry rotation and fall onto a patient, causing a severe injury, in the worst case scenario. Additionally, if the slot is not locked, the wedge may move to a wrong position, delivering dose to an incorrect location. Per design, in such a situation an interlock will be asserted, to prevent treatment and any further movement (il26: "system accessory not fully inserted"). Siemens service specialists confirmed this functionality of il26 on the concerned system. The described situation was simulated in the test lab and it was confirmed that neither generation of radiation nor gantry rotation were possible. The locking mechanism was found working properly and all related switches were correctly adjusted. Furthermore, a warning label is in place directly on the surface of the accessory holder to remind the user to check, if the inserted accessories are locked in place. It is assumed that the reported issues was caused by a user error.

Manufacturer narrative:
Siemens has initiated a technical investigation of the reported complaint. A root cause has not yet been identified. A supplemental report will be filed upon completion of the investigation and repair of the system.

Event description:
It was reported to siemens that the customer complained that the accessories (wedges) are not locking in the intended slot (accessory slot 2 (acc2). The accessory holder is permanently attached to the lower defining head. Only the accessories (wedges) are removable. If the accessory is not locked in, it can slip out during gantry rotation or it may not be in the correct position during treatment. Siemens informed the customer that no accessories should be used in the acc2 slot until repair is completed. There was no patient mistreatment or injury of a person reported to siemens associated with this complaint. In a worst-case scenario, if the wedge falls out while the gantry is rotating, severe patient injury could occur. This event was reported with an abundance of caution.